Manufacturer narrative:
Section h4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported event and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Reportedly, the device was explanted; however, it will not be returned for evaluation. No product available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to hemorrhagic stroke and subsequent withdrawal of support. The device was explanted and will be returned for evaluation. The patient was taken to the emergency room at a (B)(6) medical center on (B)(6) 2020 due to lethargy and a possible stroke reported by the wife. The patient was transferred from the emergency room to the medical center. The patient's wife reported that the patient had a computed tomography (CT) scan which showed a catastrophic bleed in the patient's head. Support was withdrawn and the patient expired on (B)(6) 2020. No additional details were available. The account did not think that the bleed and death were device related as the patient was not on any anticoagulant. As far as the account can tell, the pump operated as expected.